Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the hcp tried to take out the broken piece still in them. The second device was broken as well after they fell out of the bed. Xray showed that the device had been pulled apart. The patient calling back due to the post implant program calls; they stated that the ins was explanted and that they will not have another one because they had another one previously and both broke; after a surgery, a piece of the ins was in their body, but after a second procedure, it was removed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a fall out of bed last night and is unable to connect to ins. During the call the patient attempted to connect their communicator to their implant and received device not responding. Patient service specialist had the patient reposition the communicator over the implant site and the patient received the same message. The patient stated that the implant was so sore right now. Patient confirmed that they had no bandages over their implant site. Patient stated that they felt something above their crack. Patient tried repositioning communicator. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.